Event description:
It was reported that the in situ measurements showed 10 electrode channels with status hi and 2 electrode channels with status hsc, which appears to be a sudden change in impedance status when compared with previous in situ measurements. An accident or trauma is unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.